Manufacturer narrative:
(B)(4) . (B)(6). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure with implantation of a 3.0 x 23 mm xience alpine stent in the mid left anterior descending (lad) artery. During post dilatation of the stent, a proximal edge dissection occurred. An additional stent was implanted as treatment and the event resolved the day of onset. Cardiac enzymes were noted to be elevated pre-procedure; however, enzyme elevation continued post procedure. No additional information was provided.